Event description:
A provider reported to allergan that a patient treated to the bilateral inner and outer thighs, abdomen (diamond), arms, and bilateral flanks with cooladvantage, cooladvantage smooth, cooladvantage petite, and cooladvantage plus applicators on the following dates: (B)(6) 2018 and (B)(6) 2019. Pah was diagnosed on (B)(6) 2020. The provider reports the patient presents with enlargement, subtle demarcation and dense subcutaneous tissue to the areas treated on the upper abdomen and inner thighs. Subcutaneous tissue noted as dense but no palpable nodules.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
A provider reported to allergan that a patient treated to the bilateral inner and outer thighs, abdomen (diamond), arms, and bilateral flanks with cooladvantage, cooladvantage smooth, cooladvantage petite, and cooladvantage plus applicators on the following dates: (B)(6) 2018, and (B)(6) 2019. Pah was diagnosed on (B)(6) 2020. The provider reports the patient presents with enlargement, subtle demarcation and dense subcutaneous tissue to the areas treated on the upper abdomen and inner thighs. Subcutaneous tissue noted as dense but no palpable nodules.